Event description:
It was reported that a patient felt device vibration from the pocket but it was neither muscle stimulation nor device alert. The physician elected to continue monitoring the patient. The patient was stable.